Manufacturer narrative:
The customer¿s report that the set leaked was confirmed. During visual inspection it was noted that the female luer had a vertical hair line crack. No stress marks were observed. Functional testing confirmed leaking through the crack. The probable cause of the crack was identified as a combination of material degradation during the supplier process and manufacturing factors (solvent and over-torque).

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that there was a "dribble" leak during patient use at "the luer connection where the plastic seems to be cracked." There was no report of patient harm.